Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer performed correlation studies on their architect analyzers with havab-g. All of their analyzers show an increase in false reactive results since jan2018 with 60-70% increase. The customer states that the only way to get more accurate results is to micro-centrifuge the samples. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets identified a complaint trend over several months for lot number 86040li00 due to elevated complaint numbers for false reactive patient results and out of range high/ elevated control results. Specificity testing was performed with a retained kit of lot 86040li00 and no false reactive results were obtained. Historical performance in the field of architect havab igg assay using world wide data through abbottlink was evaluated. The median and the standard deviations to cutoff of the negative population of reagent lot number 86040li00 were within 1 sd of the overall median and standard deviations to cutoff across all lot numbers. This indicates that the lot number is performing in line with all other reagent and calibrator lot numbers in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect havab igg, lot 86040li00.